Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection before a procedure, the power of the subject device was not turned on. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The defect of the power supply unit was noted by the device evaluation. Omsc guessed that the reported event was caused by the defect of the power supply unit due to aging. If additional information becomes available, this report will be supplemented.